Manufacturer narrative:
The device presented a channel error, error code: 20, 40.4150. There was no patient harm. The complaint device was returned for evaluation. Incoming visual inspection identified a chipped case. Technical evaluation identified the top pressure sensor was defective. The recall bezel was replaced. Software version 9.33 was verified. The unit was calibrated, the rate and pressure were tested and the unit passed all tests to OEM specifications. The device was checked for case damage and the circuit boards were inspected. The customer complaint was confirmed; however, the malfunction identified was not related to a previous service or repair. The root cause for the reported event was determined to be the upper pressure transducer experienced an electrical fault due to the part reaching end of life. The alaris 8100 module infusion pump pressure sensor and the front case cover were replaced. A qc checklist was conducted to include the following; air in line sensor, alarm, connectors, display, door ajar, keypad, lock switch, patient side occlusion, rate accuracy, self-test/power, upstream occlusion and a final visual inspection all passed. The device was repaired and returned to the customer. This type of event will continue to be monitored.

Event description:
Reportedly, the device presented a channel error, error code: 20, 40.4150. There was no patient harm.